Event description:
It was reported there were some black spots on the surface of the aquacel ag fiber side.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Per the info received, the complaint has been sent to taiwan's health authorities. Photographs of the foreign material were provided to aid in the investigation. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.